Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer was instructed to use the tip of their finger to press the button directly, and despite following the instructions, the issue persisted. Technical support decided to replace the pump as it was out of warranty, and a loaner pump was provided.